Event description:
It was reported that the patient's spouse stated that all the lights keep flashing on the remote monitor. Other jacks were tried as well as a new power cord, and pushing the power button. The monitor had previously sent successful transmissions. The monitor will be returned and replaced. No patient complications were reported as a result of this event.

Event description:
It was reported that the patient's spouse stated that all the lights keep flashing on the remote monitor. Other jacks were tried as well as a new power cord, and pushing the power button. The monitor had previously sent successful transmissions. The monitor will be returned and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient's spouse stated that all the lights keep flashing on the remote monitor. Other jacks were tried as well as a new power cord, and pushing the power button. The monitor had previously sent successful transmissions. The monitor will be returned and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the monitor was analyzed and no anomalies were found.